Manufacturer narrative:
The hbsag ii reagent lot number was 852779. The expiration date was not provided. The preventive maintenance was up to date. The qc was acceptable. The customer mentioned that the instrument was showing errors during routine operation. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys hbsag ii assay on a cobas pure e 402 analytical unit. Sample 1: initial result: 1.50 coi and interpreted as reactive. While repeating the sample, no result was obtained. The sample was sent to a reference laboratory to be re-tested and the repeat result was non-reactive. Sample 2: on 09-feb-2026: initial result: 1.08 coi and interpreted as reactive. Repeat result: 0.333 coi and interpreted as non-reactive.

Manufacturer narrative:
The field service engineer (fse) found an issue with the reagent pipettor probe. He replaced the reagent pipettor probe and cleaned and maintained the analyzer. Instrument check and qc were performed, and they were within specifications. The analyzer was performing within specifications. The service actions performed by the fse resolved the issue in a trained service process. No further issues were reported after the service visit. The cause of the event was due to a component failure (reagent pipettor probe issue).